Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, while using the pusher to push cylinder down proximally, part of the material of the cylinder around the tubing snapped [tore]. A new device was used to complete the procedure.

Manufacturer narrative:
Titan pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. A partial separation was noted at the base of cylinder 1. No functional abnormalities were noted with cylinder 1 or cylinder 2. The information received indicated that the device had a fracture at the base of the cylinder as the dr. Was having issues getting the implant in proximally; he used more force than usual to try and get it in. Because no functional abnormalities were noted with the testing of the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, while using the pusher to push cylinder down proximally, part of the material of the cylinder around the tubing snapped [tore]. A new device was used to complete the procedure.